Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was removed due to chronic impedance greater than 2500 and noise on the atrial channel. Should additional information become available this file will be updated.